Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4, d6a, e1, g1.

Event description:
Healthcare professional reported left side rupture. It was additionally reported that the device was implanted past it's expiration date. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. It was additionally reported that the device was implanted past it's expiration date. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, deformation and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Wrinkles (creases) are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side rupture. It was additionally reported that the device was implanted past it's expiration date. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.